Event description:
This is filed to report the interaction with the first clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (20214r218) was implanted in a2/p2 central and the mr was reduced to 1-2. After the clip was implanted, the patient experienced tachycardia with a heart rate of 150 bpm. The mr increased to 2-3 with a jet to the lateral side of the first clip. A second clip (11006r116) was prepared and introduced. When the clip was introduced into the left ventricle close to the first clip, it was observed that the first clip was pulling when the second clip tried to grasp. When attempting to separate the first clip, it was found to be trapped in the gripper line of the second clip. Less m knob was applied and the stabilizer was pushed closer, but the clips could not be separated and the first clip detached from the posterior leaflet due to the pulling of the first clip. When trying to lower the grippers they were unable to fully lower. The grippers were pulled and pushed several time and the first clip was liberated from the gripper line. The valve was evaluated and there was no leaflet rupture. The first clip remained attached to only the anterior leaflet. The second clip was implanted close to the first clip on the lateral side. Mr was 4. A third clip was implanted on the medial side of the first clip to ensure it was stable. Mr was reduced to 3-4. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first implanted clip (20214r218) is filed under a separate medwatch report number.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove (clip caught on implanted clip) appears to be related to procedural condition and device damaged by another device (caused damage) was due to the troubleshooting maneuvers of the difficulty removing. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: medical device problem code 2921 - removed.